Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who received bupivacaine (40.0mg/ml, 38.628mg/day) and dilaudid (5.0mg/ml, 4.8285mg/day) in an implantable pump for malignant pain, postlaminectomy pain, and spinal pain. The pump malfunctioned and was replaced on (B)(6) 2016. The catheter or the pump was found to be leaking. The patient was unsure of which one. Further follow-up indicated there was no pump malfunction and the pump was not replaced. The pump was repositioned in the pocket. No leak was ever confirmed (catheter access port kit was used to check for cerebrospinal fluid (csf) flow). The patient felt the pump cosmetically stuck out too much. The patient wanted the pump deeper with summer coming up. Following the re-positioning procedure, the patient's daughter was instructed the ptm would not be able to used for another 4 hours. The manufacturer representative had not heard anything else regarding the event. The daughter was instructed to contact the manufacturer representative if there were any issues. The manufacturer representative had not heard anything, so everything was assumed to be well. No further information was unable to be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.